Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. Its employees not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that sleeve damaged. It was reported that during meniscus repair, after insert the needle, the sleeve was damaged as the photo shows. The surgeon suspect the sleeve's strength is not enough. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. The complaint device was received and evaluated. Visual observations and visual inspection on the picture provided confirm that the silicone sleeve was bent and crack into the distal part nearest the needle. In addition, the suture and implants didn't received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 6l54652, and no non-conformances related to the reported complaint condition were identified. As per IFU-113244, using a calibrated probe, measure the width of the meniscal tissue to be repaired. Set the adjustable depth stop to minimize tissue penetration depth, as desired. Depth stop is preset at 18 mm. Since the condition of the sleeve, this complaint can be confirmed. The possible root cause can be attributed when not inserting the needle to the proper depth for deployment, can causing damage in the needle or the silicone sleeve, as well as a rough deployment, the sleeve could have damage upon fired. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during a meniscal repair procedure on (B)(6) 2020, it was observed that the sleeve on the truespan 12 degree peek device was damaged after inserting the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.